Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device 's defib out was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and thermal chamber exposure without duplicating the report. The device's analog board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.